Manufacturer narrative:
It was indicated this lead would not be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant procedure, the threshold measurement on the right ventricular (rv) lead was high, but the lead was successfully implanted. After the procedure, when the patient was being transferred from the table to a wheelchair, loss of capture was noted. Rv lead dislodgement was suspected and the output was increased to 7.5 volts. Attempts to reposition the rv lead were unsuccessful as the helix would not extend. As a result, the rv lead was explanted and replaced. No additional adverse patient effects were reported.